Manufacturer narrative:
H3: one sample was received for evaluation. As received no damage or anomalies were observed. Functional testing was performed, and no leakage was observed. The complaint of air leak cannot be replicated or confirmed. A lot history review could not be conducted because the lot number was not provided.

Event description:
It was reported that there was a cuff air leak, and it was replaced. This occurred while in patient use but no patient harm/adverse event was reported.

Manufacturer narrative:
B3: date of event: month and day of event have been provided, but year is unknown. D4: primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.